Event description:
It was reported that after a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated recoverable fault 23072 while stowing the system. The user stated that they had already power cycled the system and repeatedly recovered the fault without success before contacting tse. The tse then reviewed the system error logs and confirmed the repeated fault pointing to z axis. The tse asked the user to change the arm¿s z position using the clutch button, but the clutch did not respond, and attempting lateral movement produced the same result. The tse asked the user to gently move the arm vertically by manually pulling it up or down, but the user reported that it was very hard to move and not possible. The tse then instructed the user to power the system off using an emergency power-off, but when the system was powered back on, the same error reappeared and the clutch button still did not function. The procedure was completed as planned with no reported injuries. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj1) cable to resolve the 23072 error. The system was tested and verified as ready for use. The probable root cause cannot be established since the part will not be returned and replacing the cable resolved the error 23072 which points to excessive mismatch error between primary and secondary setup joint readings on suj1, axis: (xi: flex) or (x: dof1, vertical or "z").